Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: corroded coupler and main body is traced to component failure and for the malfunction material on main body is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the video adaptor, which is an olympus asset with a separate issue. During the evaluation of the device, the service repair technician observed foreign material on main body, corroded at coupler and main body. There was no patient involvement.